Event description:
A family member reported that two weeks prior to calling animas customer support, the patient's pump became very hot. She stated that the patient removed the battery at the time of the incident and the battery was brown with corrosion on it, and there was brown liquid in the battery compartment. The family member reported that the patient cleaned out the battery compartment, inserted a new battery, and continued to use the pump. The family member reported that the new battery only lasted two weeks and at the time of the call to animas customer support the pump was emitting low battery warnings. The family member confirmed there were no cracks in the pump and there was no damage to the battery cap. She stated that the battery cap was never changed and was original to the pump from (B)(6) 2009. She reported that the patient had been wearing the pump in the shower. The family member confirmed that at the time of the incident the battery cap was secure to the pump. The user guide instructs the user to change the battery cap every six months, or every three months if the pump is frequently exposed to water or dusty environments.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation found that the pump powers up properly and the power circuit does not draw excessive current. There was no activity related to the complaint observed in the pump history. The battery returned with the pump shows evidence of moisture damage. There was evidence of corrosion inside the battery compartment. The pump was exercised with no evidence of overheating. The complaint could not be duplicated during investigation.